Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon was broken. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one balloon. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. Visual inspection of the balloon showed the distal balloon flange was loose. The balloon was unable to be inflated due to the distal end of the balloon being disengaged from the cannula. The locking collar and flapper valve were intact and functioned properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due to the loose balloon flange. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The root cause is consistent with rough handling of the inflated balloon inside the cavity during the procedure. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.